Event description:
It was reported that the primus anesthesia machine displayed an alert saying "check ventilator." The anesthesiologist attempted to ventilate the patient in all ventilation modes, but none of them worked, only manual ventilation was possible. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
Based on the logfile analysis, the ventilator repeatedly detected a too low (negative) vacuum pressure and several check vent asm alarms were given. The vacuum pressure is traced by pressure sensor and after falling below the limit of -80 hpa the device alarmed as specified. A check vent asm alarm indicates a restricted ventilation capability of the ventilator, the possible causes can be manifold (e.g. A missing or incorrect assembled upper diaphragm, a leaky elbow nozzle or a disturbed vacuum pressure measurement). In all cases automatic ventilation is restricted. Manual ventilation as well as monitoring functionality is not affected. The exact root cause could not be finally determined. A self-check and functional tests were performed onsite without findings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the primus anesthesia machine displayed an alert saying "check ventilator." The anesthesiologist attempted to ventilate the patient in all ventilation modes, but none of them worked, only manual ventilation was possible. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.